Manufacturer narrative:
The device was received. (B) (4)

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device delivered more than expected. There were no reports of adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.